Event description:
It was reported, the single use 2-lumen sphincterotome knife wire was broken. The issue occurred during preparation for use in a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm. The procedure was completed using a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. H4: the subject device was manufactured in oct, 2023. The exact date cannot be identified as the device was not returned.